Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the response buttons were intermittently responding. The cause for the failure was contamination on the monitor c/a board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor's response buttons were intermittent.